Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed a significant discrepancy between the blood glucose readings and the sensor glucose values. The customer reported blood glucose values of 40 mg/dl. The customer visited the emergency room (ER) and treated hypoglycemia with carbohydrate intake. The event involved product(s) mmt-332a, mmt-7040a, mmt-242a and mmt-1884. Troubleshooting was not performed for difference between glucose values. The customer stated that the reading on the pump was not the same as the customer¿s actual blood glucose. But the customer reported blood glucose value was 104mg/dl and sensor glucose value of 122mg/dl, the difference was out of acceptable range, troubleshooting was performed for hypoglycemia and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was using the auto mode feature. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, mmt-242a and mmt-1884.